Event description:
The proximal end of the stent was flared. Another cypher (same size) was used and the procedure was completed successfully. The pt demographics, past medical history, and indications for procedure are not available. The target lesion was the atrial ventricular branch. The vessel and lesion characteristics are not available. It is not known if the lesion was pre-dilated. When the cypher was inserted to the coronary artery through the gc (medtronic/zuma2 6f al0.75 short tip), there was a great deal of resistance before reaching to the target lesion (around the proximal to mid right coronary artery). It is unknown what guidewire was used for the procedure. The cypher was removed and inspected and the proximal stent struts were noted to be flared. The product was set aside and the procedure was sucessfully completed with another indentical cypher product. There were no pt injuries reported.

Manufacturer narrative:
Lot is not distributed in the us; however, it is similar to us product.